Event description:
It was reported that following the implant of a system the patient had pain and discomfort while pacing with the right ventricular (rv) lead and could not be positioned supine without discomfort. The rv lead had dislodged and had high threshold. It was also reported that the rv lead had perforated and was causing nerve and or muscle stimulation. After explanting the rv lead the physician noted some tissue lodged within the helix of the rv lead. The rv lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, guidetooth was damaged, there was tissue on the helix, and there was apparent explant damage.